Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon tried to seat the 5x13 ps insert. The lateral side was not seated completely. The surgeon removed it and determined that there was a piece of cement remaining in the baseplate. He removed the cement and tried a second insert. The surgeon again had trouble seating this insert too. He removed it and replaced it with a new one. This time the insert was completely seated.

Manufacturer narrative:
An event regarding seating/locking issues involving an triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon tried to seat the 5x13 ps insert. The lateral side was not seated completely. The surgeon removed it and determined that there was a piece of cement remaining in the baseplate. He removed the cement and tried a second insert. The surgeon again had trouble seating this insert too. He removed it and replaced it with a new one. This time the insert was completely seated.